Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to a software timeout that likely caused the batteries to become depleted. It can't be determined if the software timeout was caused by the device or induced by the user. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.